Manufacturer narrative:
The device history record for the manufacturing lot of the explanted lal was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that during delivery of a light adjustable lens (lal, sn (B)(6), +19.5d), a capsular tear occurred. An anterior vitrectomy was performed and the lal was placed in the sulcus. Rxsight's first awareness of this event was on 11/10/2023.